Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed frequently and it was unable to recover. The field service engineer (fse) had encountered repeated failures in drawer 2-1, with stiff rails. Upon inspection, the fse had found the bearing cage out of alignment and adjusted the latches and rails accordingly. Additionally, the fse had resolved the issue by reseating the connections for all of drawer 2-1, ensuring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 was failed frequently and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.